Event description:
It was reported that the infusion "spontaneously stopped" unexpectedly during an infusion of precedex. There was patient involvement but no harm. After bd received the above report, bd clinical practice consultant (cpc) came onsite. It was reported that the event occurred on 22 august 2024 at 8:22am. The following were how the devices were set-up: pcu serial number (B)(6). Lvp b serial number (B)(6) precedex. Lvp a serial number (B)(6) propofol (1000mg/100 ml) 25mcg/kg/min rate 15.8ml/hour. Lvp c serial number (B)(6) pantoprazole (80mg in 100ml) dose 8mg/hour rate 10ml/hour. Lvp d serial number (B)(6) vasopressin (20u in 100ml) dose 0.04 units/min rate 12ml/hour. It was reported that precedex 400mcg in 100ml (4mcg/ml) was started at dose 0.88mcg/kg, rate 23.1ml/hour and weaned to dose 0.8mcg/kg/hour, rate 21 ml/hour at 07:20. Per preliminary report, it appears that it was hung at 05:58, and the device gave a flow blocked alarm. It reportedly stopped dripping, and the cpc suspected this might be (due to) "the vent not open or a wetted-out vent". Per report, a wetted-out vent would create a vacuum within the bottle and the longer it ran the slower it would go until it couldn't drip anymore. Cpc spoke with ICU (intensive care unit) nurse manger, about this possibility. The nurse manager asked if this is why people (clinical users) put a needle in the vent. Cpc explained that is exactly why they do that, because the vent isn't working, probably because it is wetted out. The nurse manager also reported that some nurse "burp the bag" (push all the air out of the bag). Cpc and the nurse manager talked about how that could also affect the infusion in a similar way. The nurse manager only knows of nurses doing that with "arterial lines", but it is possible it is happening elsewhere. Cpc provided education.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the issue regarding the pump module stopping could not be definitively determined since no anomalies related to this problem were found in the logs or observed during testing. During the external and internal inspection of the pump modules, no anomalies were observed that could have contributed to the reported event. The received pump module 8100 with s/n (B)(6) underwent an alaris system maintenance v.12.3 preventive maintenance on 25sep2024 and passed all its tests without any issues. The received pump module 8100 with s/n (B)(6) underwent an alaris system maintenance v.12.3 preventive maintenance on 25sep2024 and passed all its tests without any issues. At the time of the log review, no alarms were observed in the device logs related to the reported issue. The administration set was not returned for investigation; therefore, it could not be inspected or tested. Per the alaris system user manual (v12.3) it notes when venting is needed, the following: ensure the vent is open, if applicable. Rigid containers, glass bottles, and burettes used with unvented sets or with vent closed can cause upstream occlusions. If container requires venting, open vent cap on infusion set spike. The system was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported issue regarding the pump module stopping could not be determined since no anomalies related to this problem were found in the logs. Per bd clinical practice consultant (cpc) site visit, it is suspected that the issue was associated with a wetted-out vent on the administration set drip chamber, creating a vacuum within the bottle that over time stopped the drip activity. Note that this report lists imdrf annex a1801, g04088, c0601, d15, codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the infusion "spontaneously stopped" unexpectedly during an infusion of precedex. There was patient involvement but no harm. After bd received the above report, bd clinical practice consultant (cpc) came onsite. It was reported that the event occurred on 22 august 2024 at 8:22am. The following were how the devices were set-up: pcu serial number (B)(6) lvp b serial number b)(6) precedex lvp a serial number (B)(6) propofol (1000mg/100 ml) 25mcg/kg/min rate 15.8ml/hour lvp c serial number (B)(6) pantoprazole (80mg in 100ml) dose 8mg/hour rate 10ml/hour lvp d serial number (B)(6) vasopressin (20u in 100ml) dose 0.04 units/min rate 12ml/hour it was reported that precedex 400mcg in 100ml (4mcg/ml) was started at dose 0.88mcg/kg, rate 23.1ml/hour and weaned to dose 0.8mcg/kg/hour, rate 21 ml/hour at 07:20. Per preliminary report, it appears that it was hung at 05:58, and the device gave a flow blocked alarm. It reportedly stopped dripping, and the cpc suspected this might be (due to) "the vent not open or a wetted-out vent". Per report, a wetted-out vent would create a vacuum within the bottle and the longer it ran the slower it would go until it couldn't drip anymore. Cpc spoke with ICU (intensive care unit) nurse manger, about this possibility. The nurse manager asked if this is why people (clinical users) put a needle in the vent. Cpc explained that is exactly why they do that, because the vent isn't working, probably because it is wetted out. The nurse manager also reported that some nurse "burp the bag" (push all the air out of the bag). Cpc and the nurse manager talked about how that could also affect the infusion in a similar way. The nurse manager only knows of nurses doing that with "arterial lines", but it is possible it is happening elsewhere. Cpc provided education.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.